Event description:
Unable to obtain blood gas results using the g3+ and the eg7+ cartridges on the handheld istat analyzer. No results except for the po2 were available, they all had "...d" out. Multiple analysis using different istat analyzers were not successful. Istat tech svc suspects the problem was due to interference from a medication, possibly propofol or its metabolite.